Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the left cylinder ruptured corporotomy, after first use. Rear tip extender (rte) was downsized from 4 to 3 cm. No information was provided about the patient's outcome. No more information is available at the moment.